Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump kept alarming no delivery. The patient's blood glucose had increased to 400 mg/dl. The customer attempted to treat via insulin pump bolus, but the no delivery alarm recurred. No further details were given. The insulin pump was not returned for analysis.